Event description:
It was reported that before putting pump on patient, the cardiosave intra-aortic balloon pump (iabp) did not power up. The display kept spinning the wheel and then it started alarming. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported issue. While inspecting the unit, the fse found error code 101 in log and multiple startup 13 error codes. Also many code 58 temperature below ambient errors. Since their were false below ambient temp errors in the logs, the fse replaced the front end board as a precaution. Device passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0670-00-1164 rev. B, serial number (B)(6) with a reported unit failure of the iabp not booting up intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 1 hour with no issues during operation or bootup. Sending the board to the supplier for failure analysis per procedure. The fat dept received part number 0670-00-1164 rev. B, serial number (B)(6) from the supplier. The supplier evaluation states the following: perform visual inspection result: no defect. Aoi inspection results: no defect. X-ray inspection results: no defect. 1-wire test results: pass. Ict testing results: n/a. Hipot testing results: 0.27ma, 0.26ma - pass. Fct testing result: passed. Results at inspection and test is good and no abnormalities were detected. Board was no trouble found. The fat dept will retain this part and process it for scrap as per procedure.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) reported that before putting pump on patient the pump did not power up. The display kept spinning the wheel and then it started alarming.. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.